Event description:
As per medical affairs, a patient reported that on (B)(6) 2005, he had an unknown cypher stent placed in the left anterior descending artery (lad) due to "real bad chest pains" and "thought I was going to die". The patient was prescribed valsartan (unknown dose) at the same time as stents implanted. Approximately "3-4 years later" (after starting medication), the patient experienced an unknown event resulting in valsartan's dose being increased to 160mg/25mg. Beginning in 2015 "2-3 months ago", the patient reported "having the same problem I had before it was put in" further described as "can't walk up hill, chest hurts, arms hurts ". No additional information was available. Addendum: (06/24/2015) spoke with patient via phone; per the patient he underwent a ¿revascularization¿ on (B)(6) 2015 to unknown artery. Two unknown stents were implanted. The patient has requested that his physician not be contacted. He reported to feeling ¿better¿.

Manufacturer narrative:
Concomitant medications: valsartan hctz blood pressure /once daily ((B)(6) 2005). Complaint conclusion: as per medical affairs, a patient reported that on (B)(6) 2005, he had an unknown cypher stent placed in the left anterior descending artery (lad) due to "real bad chest pains" and "thought I was going to die". The patient was prescribed valsartan (unknown dose) at the same time as stents implanted. Approximately "3-4 years later" (after starting medication), the patient experienced an unknown event resulting in valsartan's dose being increased to 160mg/25mg. Beginning in 2015 "2-3 months ago", the patient reported "having the same problem I had before it was put in" further described as "can't walk up hill, chest hurts, arms hurts ". Additional information received by the patient, indicated that he underwent a ¿revascularization¿ on (B)(6) 2015 to unknown artery. Two unknown stents were implanted. The patient has requested that his physician not be contacted. He reported to feeling ¿better¿. The product remains implanted in the patient and are thus not available for evaluation. Additionally, as the sterile lot number was not available, device history record review could not be performed. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause instant restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The patient was high risk for progression of coronary artery disease based on his history of smoking and hypertension. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported event does not appear to be related to the manufacturing process.